Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Trial threads stripped / broke off of trial during extraction of trial from patient during surgery. To extract item from patient, item was removed with the aid of high speed burr to cut portion of item. This took time causing delay of surgical procedure.

Manufacturer narrative:
An event regarding thread damage involving a trident trial was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that "trial threads stripped / broke off of trial during extraction of trial from patient during surgery. To extract item from patient, item was removed with the aid of high speed burr to cut portion of item." The exact cause of the event could not be determined as device was not returned. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Trial threads stripped / broke off of trial during extraction of trial from patient during surgery. To extract item from patient, item was removed with the aid of high speed burr to cut portion of item. This took time causing delay of surgical procedure.